Event description:
During cardiac catheterization and stent placement, the tip of the guide wire for the cardiac cath broke off and remained in the vessel. An extra stent was placed prevent the wire from moving. No harm to the patient. The remaining guide wire was not saved by the staff.